Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, the patient developed a leak on the antrum of the stomach approximately 10 days post-operatively. Post-op drains and stents were placed to address the issue. There was no abscess reported. There was no issue reported with the device or staple lines during the original procedure. The patient is doing well at this time. One device was discarded after the original procedure.

Manufacturer narrative:
(B)(4). Information unavailable.